Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Corrected data: b5 describe the event. B3 date of event. D1 brand name. D2 common device name. D4 catalog/lot #. D7 date of explant. H9 correction/removal reporting number. H7 if remedial action initiated, check type. F10 device evaluation codes, patient. H6 evaluation code. D6 date of implantation. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address alval.

Event description:
Alval / adverse reaction to metal debris pain in groin.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 4 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.